Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4 - unique identifier (UDI) number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged bending section cover likely occurred because the user irradiated with a laser in biopsy channel. It is likely that water invaded the subject device from leaked location which caused corrosion of the bending mechanism and the angulation became heavy. User can detect the suggested event properly by handling the device in accordance with instructions for use (IFU) below: "uretero-reno videoscope olympus urf type v chapter 3 preparation and inspection" user can reduce/prevent occurrence of the suggested event by handling the device in accordance with IFU below: "uretero-reno videoscope olympus urf type v chapter 7 cleaning, disinfection, and sterilization procedures 7.5 leakage testing uretero-reno videoscope olympus urf type v chapter 5 reprocessing: general policy 5.2 precautions: be sure to perform a leakage test on the endoscope prior to manual cleaning, and do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism or other malfunctions, posing an infection-control risk. Uretero-reno videoscope olympus urf type v chapter 4 operation 4.3 using a laser system: do not irradiate the laser without viewing the tip of the laser probe and the aiming beam in the endoscopic image. This may cause patient injury, and the instrument channel could break causing water leaks." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: the bend angle in the up direction does not meet the specification due to wear of the angle wire, the angle wire is broken and does not bend at all in the down direction, corrosion due to water leakage on the control unit, the rotation ring is contaminated, the grip part is contaminated, forceps channel port is corroded, noise is generated, and video is not output due to damage to the substrate of the video connector, and the channel tube is not waterproof due to perforation. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the uretero-reno videoscope had damaged rubber on the bending part, and heavy angle during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.